Event description:
It was reported that after implanting the device, interrogation revealed a longevity of 12-14 months. The battery voltage was 2.896v. After consulting with the manufacturer's technical services, a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.